Event description:
Complainant alleged that during incoming inspection of the product, the display on the monitor screen intermittently blinks in and out. The complainant indicated that there was no pt involvement in the reported failure.